Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. Multiple follow up attempts were made by tandem technical support, however, no response was received by the customer. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.